Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 1.0 mg/day) via an implantable infusion pump. It was reported the patient had a new pump implanted on (B)(6) 2016 and the manufacturer was called on (B)(6) 2016 with written order to turn down the pump. The patient had needed narcan four times since the post-op time frame. The device manufacturer representative was deployed to advise the physician assistant (pa) how to use the clinician programmer to interrogate and then decrease the pump to minimum rate per the written orders. It was unknown if the issue was resolved at the time of this report. The patient status at the time of this report was 'alive - with injury.' No surgical intervention was performed or planned. It was later reported that there was no device issue. The patient was sensitive to the starting dose and the hcp opted to reduce the pump to minimum rate. The patient had experienced lethargy and overdose symptoms. The pump was interrogated to read the logs and to determine if any alarms were present, but none were found. The pump was interrogated on (B)(6) 2016 and the hcp reduced the pump infusion to minimum rate. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.